Manufacturer narrative:
Calibrations and quality control (qc) were acceptable. Routine maintenance and probe cleaning was performed on (B)(6) 2020. Patient samples are not available for further analysis by siemens. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2020-00565 was filed for results from customer site test date (B)(6) 2020. MDR 1219913-2020-00584 was filed for results from alternate site test date (B)(6) 2020.

Event description:
A customer obtained discordant reactive (positive advia centaur xp sars-cov-2 total (cov2t) results for 2 samples from the same patient. The results for both samples were nonreactive upon subsequent retesting and on alternate methods. It is unknown which results were provided to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00564 on 11/25/2020. Additional information - 12/09/2020 siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot 006 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00565 supplemental 1 report was filed for results from customer site test date 2020-10-30. MDR 1219913-2020-00584 supplemental 1 report was filed for results from alternate site test date 2020-10-28.